Manufacturer narrative:
Quality assurance product analysis received and examined the returned jetstream navitus l catheter. Visual examination confirmed that the grand slam guide wire was stuck inside the catheter. The remainder of the catheter appeared to be in good overall condition. The returned unit was functionally tested and passed all requirements. Further examination of the guidewire lumen revealed that the center section and bushing were plugged with teflon. Product analysis concluded that the guide wire lost coating and occluded the distal end of the catheter which would have caused the site to lose tractability of the guide wire.

Event description:
The site reported the following: a patient with a moderately calcified occlusion of an excessively tortuous superficial femoral artery (sfa) presented to the hospital for a debulking atherectomy procedure of a saphenous vein graft in the sfa position. The physician used a jetstream atherectomy set to treat the occluded vessel. After successful completion of the atherectomy procedure, the jetstream device was reported to be stuck on the victory 30 guide wire and was not able to be removed. The physician removed the jetstream catheter with the guide wire. The physician then remwired the vessel with a grand slam guide wire and a 6 mm stent was inserted to successfully complete the case. No adverse event was reported.